Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, abbott field service representative evaluation, service history review, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fse) completed troubleshooting of the instrument. This involved parts replacement which resolved the issue. A review of the analyzer service history was performed and it revealed no additional occurrences of discrepant results nor did it identify any additional service or complaint issues that may have contributed to this issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c4000 analyzer, list number 02p24, was identified.

Event description:
Additional information was provided on 06/28/2017 for 2 patients where falsely elevated potassium results were generated: patient 1: initial 8.4, retest on second analyzer: 3.5. Patient 2: initial result which was deemed high and was in the normal range upon retest (no specific data provided).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated discrepant potassium results for multiple patients while using the architect c4000 analyzer. The customer provided the following data (customer provided normal range: 3.5 - 5.1 mmol/l). Patient 1: initial result 8.3, retest 4.5, patient 2: initial result 7.1, retest 3.9, patient 3: initial result 8.6, retest 4.1, patient: initial 8.6, retest on second analyzer: 4.1. An additional 5 patients generated an initial result which wasdeemed high and was in the normal range upon retest (no specific data provided for these patients). There was no adverse impact to patient management reported.